Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, after the first release of the slider of the fast-fix 360, both anchors t1 and t2 went out at once. Both implants were left secured in patient. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However a clinical evaluation was performed and found that a pre-analyzed intra-operative video was provided, ¿you can see that the t2 is submerging, but after the needle emerges, the thread does not follow.¿ the video confirms the report and that the needle was not through the meniscus. It also states that the IFU does warn: do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.